Event description:
Additional information received: per records available to risk manager: lead was not removed, no patient complications. Patient last seen at hospital on 4/2/02. No indications that patient death, july, 02, was related to this event.